Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider(hcp). It was the device status was unknown. The cause of the issue was unknown. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient who was implanted with a neurostimulator. It was reported that the implantable neurostimulator (ins) was replaced in (B)(6) 2019. The caller believed that the implantable neurostimulator (ins) was 10-12 years old and it stopped working; however, manufacturer records show the implant was done in 2015 which contradicts the reported information. No further complications were reported.